Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error 1720 was displayed¿ was not confirmed because an event log was unable to be extracted in this event. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error 1720 was displayed. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.